Event description:
The patient had two endeavor sprint drug-eluting stents implanted during the index procedure; one in the lad and the other in the cx. It was reported that approximately 13 months post the index procedure, the patient suffered a stroke. The investigator has indicated that the event was not related to the study stent. The patient is recovering.

Manufacturer narrative:
Results: inherent risk of procedure (cva/stroke). Conclusions: inherent risk of procedure (cva/stroke). (B)(4).